Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-10282. It was reported the patient experienced a strong overstimulation sensation when she walked near her front door. The patient described the sensation as a zap that ran through her spine and into her head. The patient reported subsequent back pain and headaches. The patient also reported she has fallen several times since implant; however, she has not fallen recently. Follow up information revealed impedances were checked during a reprogramming session with no anomalies noted. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.